Event description:
The practice completed the product return form and stated that the "pt had infection wearing these lenses so he cancelled the order!" A complaint follow-up form was faxed to the practice to learn more about pt injury complaint. The practitioner (B)(6) completed the complaint follow-up form on (B)(6) 2011 and stated "pt developed bacterial conjunctivitis in the left eye. One infiltrate." "The pt had recovery with no vision loss." "Pt was put on zygamid eyedrops."

Manufacturer narrative:
The lens has been returned to the company. The base curve, power and surface inspection was found to be within specification of the labeled part number. The device history record was reviewed for the lot of lenses manufactured and the products were found to be within specification of the labeled product.